Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the totally occluded mid left anterior descending coronary artery was predilated with a semi-compliant balloon and stented with the 2.75x23 mm xience prime stent at 16 atmospheres. After the stent was implanted, a dissection was noted at the distal end of the stent. Another xience prime stent was implanted to treat the dissection. No additional information was provided.